Event description:
It was reported that coating issue occurred. Vascular access was obtained via the femoral artery. The totally occluded, 2.5mm in vessel diameter target lesion and containing a lesion bend of >=90 degree was located in a moderately calcified and severely tortuous left anterior descending artery (lad). A 2.50x16mm promus element drug-eluting stent was selected and advanced to treat the lesion. However, the physician could not implant the stent because the stent coating peeled away from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 year or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. Approximately seven strut rows at the distal end of the stent were stretched distally beyond the distal balloon cone. The stent had furthermore a minor kink between the fifth and sixth most proximal row. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. Vascular access was obtained via the femoral artery. The totally occluded, 2.5mm in vessel diameter target lesion and containing a lesion bend of >=90 degree was located in a moderately calcified and severely tortuous left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug-eluting stent was selected and advanced to treat the lesion. However, the physician could not implant the stent because the stent coating peeled away from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.